Event description:
It was reported that this right ventricular (rv) was found to be fracture. The patient was presented to the hospital with noise and pacing inhibition. High out of range pacing impedance measurements and shock out of range measurements were also noted. A lead fracture was determined with the observations reported. The future course of action has not yet been determined, but the patient is being monitored with modified settings. Subsequently, a revision procedure was performed and the rv lead was surgically removed and replaced. No other adverse patient events were reported.